Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensed episodes of noise were noted on the device. Noise was reproducible with arm movement. The lead was capped and replaced. The patient was stable before, during and after the procedure.